Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 812:02 in the event history of channel a. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 812:02 was observed in the event history during product evaluation. The fail code was not duplicated and the root cause was unknown. The device was sent to refurbishment.